Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a bilateral salpingectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced emotional disorder ("it was emotional/ emotions twice"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and emotional disorder outcome was unknown. The reporter considered emotional disorder and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social medical records: medical device removal, emotional disorder". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a bilateral salpingectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced emotional disorder ("it was emotional/ emotions twice"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and emotional disorder outcome was unknown. The reporter considered emotional disorder and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social medical records: medical device removal, emotional disorder". Most recent follow-up information incorporated above includes: on 23-jan-2020: this case- (B)(4) will delete from bayer data base. Due to duplicate of case-2017-232807. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.